Event description:
During a pulmonary vein isolation procedure, burnt blood was noted on the electrodes upon removal of the mapping catheter. The procedure was continued without replacing the device with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. A dried blood like substance was noted on electrode rings 1 and 5. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter was primed with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dried bls on the electrode rings remains unknown.